Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Device delivered a shock in the vf zone. However, following the shock, there was no activity on the ventricular lead despite complexes on the far field channel. Post shock undersensing is suspected. Device remains implanted.